Event description:
It was reported that foreign matter was found on the bd safetyglide¿ needle. There was no report of patient impact. The following information was provided by the initial reporter: "we were informed that a nurse opened this product for the first time finding a coating on the needle. It was also said by the hcp (health care personal) you can see particles on the needle."

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. . It was observed in the photos that a dust-like foreign matter was coating the visible portion of the needle. Exact composition of the foreign matter could not be assessed based on the photos. Physical samples are required to perform fourier transform infrared spectroscopy (ftir) analysis and confirm the material make-up. However, based on the photos the foreign matter condition was non-conforming per product specification. No retain samples are kept at bd canaan for evaluation. Bd canaan only packages the needles received from bd columbus and are accepted from the supplier on certification. Technician logs were also reviewed as part of this investigation with no relevant information noted. The needles are not manipulated by the machinery in any way that would allow the cannula to be exposed to a foreign matter in this manner or make direct contact with machine surfaces at bd canaan. Additionally, controls are in place in the way of hourly inspections to examine packaged needles every hour for all gross defects. These inspections in conjunction with pre-established additional inspections at specific checkpoints throughout the lot serve to mitigate and detect all gross defects, including foreign matter before potentially reaching the customer. Potential root cause for foreign matter defect is associated with the needle supplier¿s manufacturing process. The photos were forwarded to the needle supplier for further evaluation and investigation. Further investigation performed at needle manufacturing site. 2 photos were provided. They show a needle assembly with no plastic shield. From the photos it is not possible to confirm what the foreign matter is. It appears to be the lubricant that is applied to the needle. Analysis of the actual sample will be required. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no sample analysis a probable root cause can be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following information has been updated: d.10 device available for eval?: yes. D.10 returned to manufacturer on: 2022-06-21. H.6 investigation summary: it was reported there was a coating on the needle. To aid in the investigation, one sample with no packaging blister or plastic shield and two photos were provided for evaluation to our quality team. A visual inspection was performed with a 10x magnifier lens and the needle has what appears to be small drop of needle lubricant. The sample was then sent to a laboratory for additional analysis. The chemicals identified could be residual from the drug used on the outside of the needle but could also be similar to the hydrocarbons in the mixed needle silicone. A sample of mixed needle lubricant off the production line was sent to the laboratory for testing as an attempt to identify the material of the foreign matter. The results of the mixed lubricant fourier transform infrared spectroscopy (ftir) graph came with no match to the shapes and peaks of the fourier transform infrared spectroscopy (ftir) done to the sample. We were unable to determine root cause at this time. A unused physical sample would be beneficial if available with the same defect to provide a more accurate investigation and potential root cause determination. A device history record review was completed for provided lot number 0014331. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd canaan only packages the needles which are received fully assembled and shielded from bd columbus. The needles are accepted from the supplier on certification. Technician logs and were also reviewed as part of this investigation with no relevant information noted. The needles are not manipulated by the machinery in any way that would allow the cannula to be exposed to a foreign matter in this manner or make direct contact with machine surfaces. Additionally, since the needles arrive to the facility from bd columbus shielded there is no possibility this type of foreign matter would present itself to the cannula during the packaging process. It is at the supplying site where the needle cannula comes into direct contact with machinery. Additionally, controls are in place in the way of hourly inspections to examine packaged needles every hour for all gross defects. These inspections in conjunction with pre-established additional inspections at specific checkpoints throughout the lot serve to mitigate and detect all gross defects, including foreign matter before potentially reaching the customer. Potential root cause for foreign matter defect is associated with the needle supplier¿s manufacturing process. The photos will be forwarded to the needle supplier for further evaluation and investigation. The aql for foreign matter is 1.0%. The defective rate identified is 1 out of 662,500 which is 0.0002%. These conditions are occurring at/below their expected frequency. Therefore, no corrective actions are required for the needle packaging site at this time. One sample was received. It came with no packaging blister nor plastic shield. Visual inspection was performed with a 10x magnification lens. The needle has small drops of what appears to be needle lubricant. No other defect or imperfection was observed. On (B)(6) 2022. The ftir analysis graph was received. The chemicals that are listed in the ftir graphs are not very good matches since the shapes are different and there are missing peaks, so it is inconclusive. But from what we can tell, both of those could be found in drugs, so it could be residual from the chemo drug since the outside of the needle was not ¿decontaminated¿ but it could also be similar to the hydrocarbons in the mixed silicone; however, we do not have any data in our records that could support this. Best is to to send to bd vernon hills a sample of the mixed lubricant off the production line and do a comparison. (B)(6) 2022. A mixed lubricant sample is to be sent to bd vernon hills for analysis/ comparison. (B)(6) 2022. An ftir was performed to the mixed lubricant as an attempt to identify the material of the fm. The results of the mixed lubricant ftir graph came with no match to the shapes and peaks of the ftir done to the sample. The conclusion is inconclusive.

Event description:
It was reported that foreign matter was found on the bd safetyglide¿ needle. There was no report of patient impact. The following information was provided by the initial reporter: "we were informed that a nurse opened this product for the first time finding a coating on the needle. It was also said by the hcp (health care personal) you can see particles on the needle."